Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer slipped and fell on the pump and the touch screen became shattered. Additionally, a malfunction alarm occurred. Customer's blood glucose was 300 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy